Event description:
It was reported when midline needle was retracted from arm the safety stayed in the plug and the needle was left exposed. Additional information received 05/18/2021 via phone call "we placed the midline and when we advanced the catheter completely in and when we retracted the needle, the safety portion stayed with the plug and the needle came out independently."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the safety mechanism separated from the needle was confirmed, but the exact mechanism of damage was undetermined. One powerglide pro deployment system was returned for investigation without the catheter. The guidewire was fully extended through the needle and kinked at the needle bevel. Impressions that coincide with the pattern of the guidewire were observed along the inner edge of the needle bevel. The safety mechanism was received separate from the needle. A microscopic examination of the safety mechanism revealed a break in the o-ring, which would allow the safety mechanism to separate from the needle. A portion of the o-ring cross section exhibited a glossy and striated surface, which is consistent with sharp instrument damage. A nick in the o-ring appeared to be a contributing factor in the material break. The cause of the nick is unknown, but may have been attributable to compression of the material against a sharp edge of the device. No damage was observed on the other components within the safety mechanism. Whether the damage occurred at the time the safety mechanism was activated could not be determined and the observations of the returned sample and a review of the manufacturing records do not point to a specific root cause. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew4253 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported when midline needle was retracted from arm the safety stayed in the plug and the needle was left exposed. Additional information received (B)(6) 2021 via phone call "we placed the midline and when we advanced the catheter completely in and when we retracted the needle, the safety portion stayed with the plug and the needle came out independently."